Event description:
The customer reported that the 9600 system shut down, and would not boot up. No pt injury was reported.

Manufacturer narrative:
The MFR's service rep performed an on site investigation. The service rep replaced the software. The system was tested and is operating as intended.